Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged as a result of twiddler's syndrome. The patient had atrial fibrillation (af) and received inappropriate therapy as a result. The patient underwent a revision procedure and this product was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was confirmed that the lead had physical damage consistent with twiddler's syndrome. Twiddler's syndrome can lead to dislodgement and complications related to dislodgement.